Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the dual mono footpedal was damaged and had a bad contact. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the single-pole pedal, which is an erbe component, activated by itself due to faulty contact. The issue occurred at the end of the surgery while storing the pedal. The issue was resolved in the following surgeries by using a backup monopolar pedal.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported problem and replaced the dual monopolar footpedal component to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The probable root cause is attributed to a single-pole pedal, a component of the integrated electrosurgical unit (iesu) or erbe.